Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer allegation was confirmed. The device evaluation found intermittent image due to bad cable unit. Additional finding: connector pins need to be replaced. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was non-functional. There were no reports of patient harm. This case is going to escalate when in doubt, since the customer responds that he cannot give more information, since he does not know about the issue of the device in the dd 009723. (Cgg,495796,28-may-2024)